Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, upon first firing when the appendix was being separated from cecum, the cartridge would not open and close on tissue, it was fine on tissue but when green firing button was pushed, nothing happened and the handle would not articulate. When the trigger was pulled it looked like the stapler fired but only a few staples came out. The surgical time extended 30 minutes or more due to the product problem. The patient was alive with no injury.

Manufacturer narrative:
Correction.post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, upon first firing when the appendix was being separated from cecum, the cartridge would not open and close on tissue, it was fine on tissue but when green firing button was pushed, nothing happened and the handle would not articulate. When the trigger was pulled it looked like the stapler fired but only a few staples came out. The surgical time extended 30 minutes or more due to the product problem. Another stapler handle and reload were opened and used with no issue. The patient had no injury.